Event description:
It was reported that the customer felt the insulin pump was not delivering insulin. The customer had been experiencing high blood glucose levels, and was uncomfortable with the insulin pump. It was also stated that the motor on the insulin pump appeared to skip. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.